Event description:
Information was received indicating that this ambulatory infusion pump exhibited a " downstream occlusion too high" message. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection revealed the device to have no cracks in the casing, but fluid ingression was found. There was no evidence of the reported problem in the event history log. The pressure switch test was found to be activated out of the pump's manufacturer specifications. The root cause of the issue was fluid ingression as a result of use of the device in a manner that is inconsistent with the operator's manual/instructions for use.